Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed cracked/damaged distal tip could not be determined however, the damage was likely the result of user handling/mishandling. Additionally, the foreign material under the lightguide lens could not be identified and the root cause of the issue could not be determined, however, since the material adhered to the point other than outer surface of the device, it likely could not be removed during reprocessing. Also, the foreign material observed at the lightguide adhesive could not be identified, however, the issue was likely due to an observed leak at the electrical connector and proper reprocessing could not sufficiently be completed. The event may be detected/prevented by following the instructions for use which states: inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and the inspection found the following: due to deformation, forceps control lever does not move smoothly, the grip had a scratch, the forceps channel port had a dent, the switch box had a scratch, the right/left, up/down knobs had discoloration, due to damage on guide pin of electrical connector, water tightness was lost, the scope cover unit had a scratch, the scope connector had a scratch, the sheet holder unit had corrosion due to water leakage, the image guide protector had a scratch, due to breakage of light guide bundle, illumination was poor, the adhesive around light guide lens had foreign objects, the connecting tube had coating peeling, the adhesive around objective lens had a crack, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset the evis exera ii duodenovideoscope to the olympus service center for maintenance. Upon inspection and testing of the returned device, it was observed that the adhesive around the light guide lens and inside of the light guide lens had foreign material and the distal end had a crack. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.